Manufacturer narrative:
Initial investigation found that this device (which had been implanted for 66.3 months) triggered replacement indicator while implanted. Engineering calculations determined that this device did meet expected longevity. A review of device memory found that the device declared elective replacement indicator (eri) in (B)(6) 2010 and end-of-life (eol) in (B)(6) 2010. The device reverted to storage mode in (B)(6) 2010. Although the device had reverted to storage mode, the episode stored on (B)(6) 2010 was available for review. The therapy for this episode was diverted and the episode ended with no therapy required. The device was taken out of storage mode. Pacing, sensing, and shocking functions were verified per bench top testing. The recorded pacing and shock impedance measurements from the programmer were within normal limits. It was concluded that the device function was normal and had normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that the monitoring voltage of this device is 2.16 volts. The device triggered end-of-life (eol) in (B)(6) 2010. There was an episode stored in (B)(6) 2010, however, the clinic nurse could not access the episode. Technical services explained that the device was in storage mode and should be replaced.

Event description:
Boston scientific received information that this device was explanted and replaced. A request was made to the field for device return. To date, the device has not been received at boston scientific's return products for analysis. The event will be reopened if additional information is received and/or the device is returned.